Event description:
A report was received that the patient underwent a pocket revision due to the patient would sometimes feel a quiver all over her body, as if the stimulation would increase and then decrease. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to the patient would sometimes feel a quiver all over her body, as if the stimulation would increase and then decrease. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at pocket site. The patient is reportedly doing well following the revision. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #s (B)(4), description:linear st lead, 70cm.